Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the ostium of the left main (lm) coronary artery/ circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that stent dislodgement occurred during delivery to/ at the lesion. It was stated that the stent dislodged from the balloon within the lm coronary artery/ ostial left cx. A guide extender was able to advance over the dislodged stent. A 2.0mm balloon was then advanced through the stent and inflated to 6atms at the distal edge with the guide extender. The balloon and guideline device were then removed together with successful retrieval of the dislodged resolute onyx stent. No further patient injury reported.

Manufacturer narrative:
Additional information: an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in proximal lad. The lesion was pre-dilated. The resolute onyx stent did not pass through a previously deployed stent. Resistance was not noted during delivery. Excessive force was not used. Telescope guide extender device. It was later confirmed that there was no issue with the telescope guide extender. Patient was an inpatient at the time of event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.